Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device was explanted and replaced. No further adverse patient effects were reported.